Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and found relevant out of range voltage error codes and replaced the direct current (dc) to dc converter printed circuit board (pcb). After servicing the ventilator passed all testing per manufacturer specifications and was returned to the customer. One dc - dc converter pcb was returned to medtronic for further analysis. A visual inspection was conducted and no anomalies were found. The board was installed into the failure investigation (f.I) test ventilator and an electrical odor was observed. The dc-dc board was then removed where the c83 capacitor was hot to the touch. A review of the logs provided from the time of the event show a series of voltage out of range codes. The codes generated at the time of the failure are consistent with previous instances of voltage drops associated with faulty c83 capacitors. The cause of the observed condition was determined to be the faulty component capacitor c83. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an ¿ventilator inoperative message and a background error message, ¿exhalation motor current out of range¿. The ventilator was not in use on a patient at the time of the reported event.